Event description:
It was reported that a device was used during an unknown procedure. As the surgeon removed the device he realized that the end of the device had shattered. The surgeon spent considerable time ensuring all of the pieces had been removed. There were no other consequences to the patient.